Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a tcc (tunneled central catheter) long-term catheter was placed, the red (arterial) luer adapter was found to be cracked and oozing or leaking blood. The catheter was repaired. The type of cleaning agent used on the device was iodine. A tego was not utilized. No instrument was used to loosen or tighten the device. The insertion site was not treated prior to product placement. There was unspecified amount of blood loss. There was no reported patient injury.

Event description:
According to the reporter, a tcc (tunneled central catheter) long-term catheter was placed, the red (arterial) luer adapter was found to be cracked and oozing or leaking blood. The catheter was repaired. The type of cleaning agent used on the device was iodine. A tego was not utilized. No instrument was used to loosen or tighten the device. The insertion site was not treated prior to product placement. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a tcc (tunneled central catheter) long-term catheter was placed, and the red (arterial) luer adapter was found to be cracked and oozing or leaking blood. Both venous and arterial adapters had an issue. The issue occurred during visual inspection. There was nothing unusual observed on the device prior to noticing the issue. The catheter had been placed for 1-5 months. The catheter was repaired. The type of cleaning agent used on the device was iodine/iodophor. Cleaning agents are allowed to dry thoroughly prior to applying ointment to the area. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. A tego was not utilized. Hand was the method used to tighten the adapters. The insertion site was not treated prior to product placement with normal disinfection treatment. There was no excessive force used on the device. No other products are being utilized with the device. As a remedial action, it was replaced with a temporary external connector of the ca theter. The procedure was able to proceed and was completed after the remedial action was done. There was an unspecified amount of blood loss, and no blood transfusion was required due to the event. There was no medical intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Correction: d4(unique identifier (UDI) #) additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted a crack on the threads of the arterial luer adapter of the catheter. It was reported that the luer adapter was leaking and cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.